Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient was seen by their dentist, it was found that the patient has a cracked #23 tooth which needs a root canal. The dentist specified the cracked tooth is due to the aligners. The dentist advised patient to stop aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.